Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer reported that blood glucose level was 220 mg/dl. Customer reverted to manual injections to manage blood glucose levels.